Event description:
The caller reported having three hypoglycemic events within the last 3 months while the ibgstar meter did not display low results. In 2012 the reporter started lantus solostar (18 to 22 iu twice a day), novorapid at mealtimes and the ibgstar meter for control. Her most recent a1c measurement is 7.2%. She tests her blood glucose 6-8 times a day. The first two hypoglycemic episodes were managed at home. No further info was provided on these. The final hypoglycemic episode occurred (B)(6) 2014. She had administered 14 iu novorapid at 12:30 (blood glucose measurement not provided). At 6:00 pm the ibgstar measured her blood glucose 0.58 g/l. She ate sweet food and 45 minutes later her blood glucose measured 0.74 g/l. She started walking home, bought and ate some chocolate in the street, then collapsed without prodrome. She was unconscious for about 30-40 seconds and was brought to the hosp (blood glucose measurement not provided) where she received a glucose IV and was released 3 hours later. She visited her physician, who expressed the concern for the ibgstar's accuracy. The dose of lantus was decreased by 2 iu. It was also discovered the insulin is stored in the refrigerator before and after the first use of the pen, which is not recommended.

Manufacturer narrative:
Device has been received by MFR. The reported test strip lot was tested with the returned meter. Confirmation investigation shows the meter to be operating within specification. The owner's guide has been carefully reviewed. There is no indication the event occurred due to poor labeling. Ibgstar field returns regarding similar complaints have been reviewed and there is no evidence the even occurred due to a component failure. It is possible for the pt to experience hypoglycemia with the reported measurements. The physical activity of walking may have contributed to the event as it was during this the pt lost consciousness. Insulin may have also contributed to the event. The dosage has since been decreased. This event will continue to be trended.